Event description:
It was reported that during central processing, inspection of the 8mm small grasping retractor instrument identified frayed cables. There was no report of patient involvement.

Manufacturer narrative:
Based on the claim against the product by the customer noting frayed cables, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 8mm small grasping retractor instrument was analyzed and found to have a broken distal pitch cable at the distal end. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint regarding frayed cables was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of pitch cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This complaint is considered a reportable event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.